Manufacturer narrative:
Main investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be determined. Furthermore, a specific cause for the events could not conclusively be determined. (B)(6) was not returned for evaluation. Additional information was requested, but no information was provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away from cardiopulmonary arrest secondary to nonischemic cardiomyopathy (nicm). The cause of death was not identified.